Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a cleaning brush became stuck in the forceps channel of the olympus gastrointestinal videoscope during reprocessing.there was no patient involvement during this event.